Event description:
The lay user / patient contacted lifescan (lfs) alleging inaccurate high readings on the verio iq meter. The patient had obtained a 5.9 mmol/l on the verio iq meter and less than 10 minutes obtained a 4.0 mmol/l on the lab. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. The test strips were not expired. There is no evidence that the meter caused or contributed to an adverse event. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to work properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. The meter has also been returned; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.